Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, customer alleged cosmetic damage(cracked battery compartment) and blank display due to bump on the insulin pump. The insulin pump passed the displacement test, active current test, and sleep current test, however insulin pump failed the self test due to a pump error 63 alarm. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specifications range. No alarms were found in the history files or traces for the event date. Pump error 63 was found in the history file on (B)(6) 2021 at 18:29:49, ambient light failure (variable 3). Keypad overlay was peeled and traces of the keypad assembly were examined and found broken trace at pin 5 and pin 6. The insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 and electrical board 2. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, cracked case on battery tube, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on battery tube and cracked battery tube threads was noted. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insulin pump had crack on the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.